Event description:
The nurse manager of picu (pediatric intensive care unit) reported a patient was receiving an unknown paralytic when a leak was discovered. The patient was intubated. Reportedly, the staff was having difficult paralysing the patient. The tubing had been hung for two hours before the leak was discovered. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product, 2c5687, for the reported issue. A corrective and preventive action has been initiated for this issue.